Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
It was reported to philips that the device had an alarm: no oxygen supply. The device was not in use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp confirmed the reported issue and found that the data acquisition board had a loose connection. The data acquisition board was reconnected and the device passed testing returning to full functionality.